Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Block a: no patient information to date after calls to end user 05/11/26 and 05/19/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.